Manufacturer narrative:
The navio surgical system (part number npfs02000), intended for use in treatment, had an issue when the femur appeared to be "flipped' on (B)(6) 2017. The reported event occurred during a lab/demo and no injuries were reported. DHR review found that the software version (navio 5.1) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system logs were returned for evaluation and an initial visual/functional evaluation confirmed the reported problem. The screenshots confirm that the posterior condyle points were showing on the anterior portion of the bone and the anterior notch was shown on the posterior portion of the bone. It was found that the femur ap axis collection was collected incorrectly (upside down). This was confirmed by recreating the scenario on an in-house machine and received the exact same results. The root cause of this issue was determined to be user error. There are no corrective actions initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user's manual.

Event description:
It was reported that while conducting the surgeons total knee training everything was proceeding fine until reaching the femur free collection. Upon reaching this screen the image was inverted with the posterior condyles at the top of the screen and the anterior notch at the bottom of the screen. Proceed through the case and upon reaching the femur planning screen little of the image had been generated. Went back to the free collection and tried to fill in the bone model more, proceeded through planning though found that the sizing seemed off and when gap planning was reached it showed that it was going to be so loose the system couldn't even give the values. Went to re-collect the joint laxity and the leg was bending like the knee could go into 90 degrees of hyper extension. At this point it case was aborted. Created a new patient and proceeded that way but once again encountered the same problem when the femur free collection was reached. At this point, decided to power down the system and reboot it. The system was powered back on and proceeded through the case and adjusted how the ap axis was being taken and when the femur free collection was reached, the new one looked correct and decided to proceed with the training. After that everything came out as planned.